Event description:
A phone call was made to the customer in order to follow up on a previous call she had made for low blood glucose levels. The customer stated that she has been hospitalized five times since (B)(6) 2012. The customer could not recall any dates. The customer stated that four of the five hospitalizations were due to high blood glucose levels. The fifth event was for low blood glucose levels. The customer declined to conduct troubleshooting as she didn't feel that any of the events were insulin pump related. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.